Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 62 mg/dl. The customer stated that she inserted the infusion set, and then she did the manual prime pushing an undisclosed amount of insulin into her body. The customer also reported having difficulties with the prime and the insulin pump alarming. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned. But not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.